Manufacturer narrative:
Device expiration date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had black grain like fms were in the tube. No serious injury medical intervention.